Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was opened, and all components were present within the packaging. No damage or issues were identified with any of the components. Functional testing was performed by attempting to deploy the carrier tube and hemostasis sheath in the vessel model. The carrier tube and hemostasis sheath were set to the forward lock position and then fully rear locked. The device was then withdrawn from the model and all internal components were fully deployed. The anchor and collagen were then fully tamped, and deployment was able to be completed successfully. No issue was identified with device deployment. The complaint was confirmed for a potential pseudoaneurysm requiring surgical intervention. The exact root cause cannot be determined. It is possible that procedural factors or improper device deployment contributed to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the section g3 date reported in the initial submission. The aware date for this correction is 30-apr-2025, and the g3 date in this report reflects the correct date. An internal review found that the incorrect date was originally submitted in section g3 due to an inaccurate aware date recorded in the complaint file. To address this issue, terumo medical corporation has initiated a CAPA.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was associated with pain in the left groin, the formation of a pseudoaneurysm at the vascular access site, and the subsequent need for surgery.